Event description:
It was reported that a pump malfunction occurred after it got wet. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support if the issue recurred.